Manufacturer narrative:
Mentor became aware of event details that were mistakenly omitted/submitted in error in the initial report sent on 10/8/2019. The corrections are as follows: it was reported that the patient was of unspecified racial background. After the patient's reconstruction procedure, she remained hospitalized for two nights. The initial report also indicated in section h10 that the device has not been returned. However, mentor has since discovered that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) race female patient underwent a primary breast reconstruction with a cpx4 with suture tabs medium height smooth expander and experienced postoperative right-sided deflation and early-onset seroma. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced with an unspecified breast implant.